Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it measured lower peep (positive end expiratory pressure) than set and that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it delivering lower peep (positive end expiratory pressure) than set and providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board.